Event description:
Pt having abdominal surgery. At the time the surgeon initiated stapling, the contour stapler was fired, but did not place staples at distal colon from the device. Use of contour stapler discontinued.